Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, difficulty was encountered while obtaining the first two biopsy samples from within the patient's stomach. Upon obtaining the third biopsy sample, it was noticed that the forceps needle was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Concomitant medical product: scope gif-160. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, difficulty was encountered while obtaining the first two biopsy samples from within the patient's stomach. Upon obtaining the third biopsy sample, it was noticed that the forceps needle was bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close considering the needle bent condition. The condition of the returned incident device was consistent with the complaint; needle bent. It was concluded that the device may have been used beyond its design limitations. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)